Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after inserting a new infusion set the day prior, he had some priming issues. His pump alarmed insulin flow blocked. He called in and was assisted with clearing the alarm by rewinding the pump. The customer¿s blood glucose was around 300 mg/dl the day prior and 447 mg/dl the morning of the call. During high blood glucose troubleshooting, the customer mentioned that the symptoms that he felt were that he did not feel good. He mentioned that he treated his blood glucose of 300 mg/dl with the pump and his blood glucose of 447 mg/dl with a manual injection. He tried contacting his doctor but stated that they were out to lunch. The customer said that he did have a bent cannula. During bent cannula troubleshooting, the customer stated that her infusion set bent during the first day of use. She was advised to change the infusion set and to return it if possible. The infusion set will be returning for analysis. The insulin pump will not be returning for analysis.